Event description:
Patient tested blood glucose on suspect device, blood glucose was 36 mg/dl and 26 mg/dl. Patient then drank lots of orange juice and went to sleep and became unconscious. Next day, patient's family tried to contact, no answer, police and paramedics were called for assistance. Patient was given intravenous and transported to hospital.